Event description:
It was reported that there was a plastic toe puff that rubbed the patients hammer toe which led to an ulcer and then amputation.

Manufacturer narrative:
It was reported that there was a plastic toe puff that rubbed the patients hammer toe which led to an ulcer and then amputation. The shoe was returned and evaluated. The complaint has been confirmed; evaluation of the shoe found the toe box support is bent down and can feel the edge of it. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.